Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have been having pain in their groin area since implant date. Patient said they met with their healthcare provider (hcp) yesterday and hcp told patient it would probably take another week or two for the pain to go away. The patient was redirected to their hcp to further address the issue. The patient mentioned they have another appointment with hcp next week. Additional information was received from the patient. The patient called back in and mentioned previously reported information regarding the pain in their groin area. The patient added that they've been in the most horrible pain since the issue started and that the pain was in their lower hip where their implantable neurostimulator (ins) was, down to their groin, then all the way down to their leg. The patient added that they've been to their healthcare provider (hcp) several times (2 or 3 times) and that they were redirected to another hcp for pain, then mentioned that they were told that "they" might have cut a nerve. The patient also clarified that the issue began 3 days after their surgery and confirmed that their ins was turned off already. Agent reviewed general therapy information and role of patient services, then redirected the patient to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said 2 days after they started using the device they had an intense pain going from their groin to their left leg. Patient went back to the urologist 3 times and then was sent to a pain management doctor. Patient has never used the device and the pain in their leg has never gone away. Patient is now having to use a cane.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.